Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was unresponsive. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/01/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and contrast buttons are unresponsive. There was evidence of keypad contamination found under the down arrow and contrast key contacts. The down contact button was found to be inverted. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.